Event description:
It was reported that the electrogram showed far field r-wave oversensing. There was a slight increase in pacig threshold which may be due to the medication the patient is taking. The patient will be monitored. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).